Event description:
The customer states that one patient sample generated a sodium assay result of 112 mmol/l on the architect c8000 analyzer. The customer retested the sample on another c8000 analyzer in the lab and generated a result of 139 mmol/l. The customer then retested the sample on the initial c8000 analyzer and generated a result of 141 mmol/l. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient didn¿t profress to expectations. The results of an integrity test indicated normal device function. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).